Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600 synchron system generated low carbon dioxide (co2) results on approximately 5 patient samples. Customer reported that the results were not reported outside the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec customer technical specialist instructed the customer to replace the co2 membrane and alkaline buffer reagent, and recalibrate. The repair resolved the issue.